Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 529 mg/dl. Caller stated that customer passed out due to high blood glucose. Customer experienced nausea, double vision, weak and dehydration. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.